Manufacturer narrative:
Upon reassessment of the reported event, it was determined this report is a duplicate of MFR number 0001825034-2017-10282. This report should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - ni, manufacture date ¿ ni.

Event description:
Patient underwent a right hip revision procedure approximately one year post-implantation due to pain. During the procedure, the acetabular liner, femoral head and stem were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).